Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer was advised to perform a complete calibration and verification of the unit, and to include photonic sensor calibration, then to send the log files for investigation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 where unit is displaying "bellavista detected a user interface issue" while running on a patient. The ventilation stopped. Furthermore, there was no patient harm reported associated with the event. Another bellavista ventilator has been provided to the patient.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. However, log file analysis was utilized. Installed software version is v6.0.1600.0. Prior to cfb logging "internal o2 sensor thread sampler" error log message is visible at 25/03/2023 16:15:22. This is a software bug in improved internal o2 sensor communication handling found in v6.0.1600.0. This issue is resolved with v6.0.1700.0.